Manufacturer narrative:
Correction: b1 product problem added. Evaluation: the product was not returned for evaluation. Procedural imagery was provided by the site for review. The imagery provided revealed calcification near the native annulus and toward the native leaflets. From the lvot the annulus was not circular due to the calcification present. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. As the complaint was unable to be confirmed a complaint history review was unable to be completed. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of implant the sapien 3 valve and no deficiencies were identified. During the manufacturing process, the sapien 3 valve was 100% visually inspected by both manufacturing and quality. The valve was 100% dimensionally inspected. The leaflets were 100% tested and visually inspected. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for leaflet motion restricted in patient and valve regurgitation central leak were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological back pressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to the reported event including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Based on the provided imagery, there was a big piece of calcification near the native annulus, and the lvot view indicated that annulus shape was not circular. In this case, the thv could be potentially deployed unevenly onto the annulus, so it may have affected the proper coaptation for one of the leaflets, and subsequently lead to central aortic insufficiency (cai). Additionally, +1cc inflation volume was added to deploy the valve per noted. The use of extra volume may damage the leaflet, leading to cai. As such, available information suggests that patient factors (bulky calcification near annulus) and procedural factors (thv deployment with extra volume) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports the events were likely related to patient factors. No labelling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, post deployment of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the patient had significant central ai and hypotension.  Per tee the patient had a leaflet that was stuck and immobile. After an attempt to free the leaflet using a bav was unsuccessful, a second 23 mm sapien 3 valve was prepped and deployed successfully valve in valve. Post implant of the second valve the central ai was resolved. Once the second valve was implanted within the first the pressure did come back up, and helped to reinforce the radial strength. The patient was doing well post procedure.